Event description:
Note: this MFR report pertains to the third of three devices used during the same procedure. Refer to associated MFR reports #3005099803-2008-xxxx, and 3005099803-2008-xxxx for description of the other devices. It was reported to boston scientific corporation in 2008, that a resolution clip device was used during a procedure. According to the complaint, the clip did not open. The physician was able to use a fourth resolution clip device to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Date of the event was unknown. The device has not been returned. A device analysis cannot be performed. Therefore, the cause of the reported event is undetermined. The july 2008 15-month hemostatic clipping product family trend report, inclusive of all failure modes, was reviewed. No unfavorable trend was noted.